Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The end user states that they saw smoke coming from the actuator module behind the back, and then nothing would work.MDR filed.